Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawers 4.1 and 4.2 were failed and not detected on bus. A field service engineer found no light emitting diodes led were illuminated on any of the cards. Replaced the module controller. The station would not boot with drawer 4.1 connected so the drawer controller for that drawer was replaced. After replacement the station operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 were not detected on bus, which located on apkcath1. The customer attempted to recover failed drawer and rebooted the station as troubleshooting step, but the issue persisted. Additionally, shut down by unplugging the power cord from the back of the station, and it was left powered off for 10 minutes. The customer reconnected the power cord and attempted to recover the drawer again, but the drawer was still failing and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.